Event description:
Customer complained that their gem premier 4000 reported erroneous potassium results. These results were lower than expected based on the pt's condition in the cvicu (cardiovascular intensive care unit) and therefore, were questioned. The customer sent a sample to the main lab for confirmation. The laboratory chemistry analyzer confirmed that the results on that gem were in fact lower. They also checked the results against another gem premier 4000 instrument, which further confirmed that the gem premier 4000 in question had lower results. Specifically, the gem premier 4000 in question gave a result of 2.4 mmol/l whereas the other gem premier 4000 and the laboratory chemistry analyzer both reported 3.6 mmol/l. There were no related adverse events reported.

Manufacturer narrative:
Investigation: a review of the customer's data disk shows that a total of 282 samples were analyzed with this cartridge before it was removed after 136 hours of use. Their cvp (external control) passed k+ without issue. However, the cartridge data indicates that the k+ sensor slopes were unstable but did not fail and were within allowable limits. The k+ sample result of 2.4 mmol/l in question was analyzed on (B)(6) 2011 at 3:53:42 am as arterial full syringe sample type. There were no failing drifts immediately prior to or after analysis of this sample on any sensors including k+ sensor. The investigation is on-going and a follow-up report will be filed.